Event description:
Device malfunction: stent fracture. Time of malfunction: after implant (approx. 7 months post implantation). Symptoms/ae: none. It was reported that the pt underwent right internal carotid artery stenting with an xact stent in 2007. Approximately 7 months later, during stenting of the left internal carotid artery, a stent fracture in the previously placed right internal carotid artery stent was observed on fluoroscopy. Reportedly, "90% of the stent had fractured and 10% of the stent struts remained connected." No adverse pt effects have been reported.

Manufacturer narrative:
The stent remains in the pt. A cd disk with angiogram runs was received. Investigation is not yet complete.